Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. The customer declined any repair or service of the device. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator had an overheated component odor. There was no patient involvement. The event date was not specified; estimate used.